Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4242754. The review did not reveal any non-conformance's that could have contributed to this incident. To aid in the investigation of this issue, four (4) picture samples and four (4) physical samples were returned for evaluation by our quality team. Through examination of the samples, the defect of package damage, specifically tearing in the top web, was observed. A review of mes (manufacturing engineering system) showed no issues at the multivac during the manufacturing of the batch. However, there were entries relating to the packaging station at the line. Based on the photograph provided by the customer, the customer verbatim and the entries on mes, the most probable cause was damage to the shelf carton during packing into the shipper, which in turn resulted in the blister packs being damaged. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that 2x syringes - damage to the outer packaging due to the flange on the product protruding through; found during the unpacking of boxes from the supplier.